Event description:
The customer stated that he was treated by paramedics for hypoglycemia. The customer's blood glucose reading at the time of the report was 100 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.